Event description:
The facility reported a pump with an inoperable "open" switch. This event occurred during biomedical testing. There was no pt injury or medical intervention associated with this event. No add'l info is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for eval, a follow-up report will be filed upon completion of an evaluation, or if any additional info becomes available.